Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead perforated the coronary sinus (cs). Additionally, the guidewire being used became stuck in the lead. The lead and guidewire were removed, and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.